Event description:
The customer reported that they were unable to pace a pt during transport. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.